Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated that insulin pump had broken, low battery and made weard beep. Customer had tried new batteries but the blank display persisted. Insert battery alarm was not displayed on the screen of insulin pump. The contact on battery cap were not damaged or missed. The battery compartment and spring was not corroded of damaged. The display of insulin pump was not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a low battery alert and a blank display. The customer also reported that the insulin pump made a weird beep. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads and a scratched case. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to generate power management graph, perform thus insulin pump history file/traces download, verify audio/beep anomaly, low battery life or low battery alert, pump overheating and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Device was cut open to perform visual inspection and found j7 power connector becoming loose from pcba1 due to severely corroded electronic assembly. Corrosion was also found on the battery tube, motor and vibrator assembly noted. The original pcb 2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Using the battery simulator, the pump was still unable to power up. In conclusion, the pump had a blank display due to j7 power connector becoming loose from the pcba1 due to severely corroded electronic assembly. Failure analysis summary: the insulin pump was received with a cracked battery tube threads and a scratched case. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump had a blank display and unable to verify audio/beep anomaly, low battery life or low battery alert and pump overheating due to j7 power connector becoming loose from the pcba1 due to severely corroded electronic assembly. Corrosion was also found on the battery tube, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.